Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? It was already pulled off when the surgeon tried to use. No further information is available. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No further information is available. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. What is the lot number? No further information is available. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and the suture was used. During surgery, when the surgeon tried to use the product on dermis, the needle was detached from the suture already. It was not a control release needle. The operation time was extended within 30 minutes. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/7/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one winding former with a suture and parked needle that pertain to the product code pdp304h. In order to evaluate the condition of the needle, the swage and attachment area were noted cracked. The suture was examined, and the insertion end could be observed as expected. Based on the information currently available, cracked barrel were identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.